Event description:
(B)(6) 2014: guidewire broke while in use. No other information provided.

Manufacturer narrative:
A lot history review (lhr) of huxl0710 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.